Event description:
The device was being used to treat a pt and reportedly shut itself off when the defibrillator was charging. The device was turned back on and reportedly gave a low battery indication. Treatment was continued using a back up device. The pt's details were requested, but not released by the facility.